Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that they were unable to flush the sample could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22109025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we kept finding product here and there throughout the hospital that leaked.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we kept finding product here and there throughout the hospital that leaked.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.